Manufacturer narrative:
Reference record (B)(4).catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number.the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed.pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that days after the peg tube placement, the patient experienced confusion, was unwell and hallucinations and absorbent compressors had to be used due to the large amount of liquid from stoma. A week after the peg placement, the patient became pale, sweaty and had a body temperature of 38°c. The patient was assessed by a surgeon and was found to have radiologic pneumonia, which was treated with an unknown antibiotic. On an unknown date, the patient was discharged to a nursing home from the hospital.